Event description:
It was reported that the user¿s infusion set connector separated and remained lodged in the ilet during a supply change, preventing removal of the cartridge and connector until the user extracted the broken connector with needle-nose pliers under guidance; the user had not performed a rewind prior to attempting removal and subsequently completed a full supply change and resumed insulin delivery using fiasp prefilled cartridges. Customer care provided support that included customer care troubleshooting with photo review and stepwise guidance. Investigation of this case revealed a user process error related to not rewinding prior to removal, resulting in a mechanical obstruction of the connector within the ilet. Symptoms included no reported clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error with device use technique, mitigated by education on proper rewind prior to removal and verification during the next supply change.